Event description:
The patient was originally operated on (B)(6) 2014 and revised on (B)(6) 2014. An 11mm valeo tl interbody that was used. Mr (B)(6) removed the cage when revised after the patient reported further pain and felt movement of the cage when moving at home. He reinserted the rod to lock the construct without placing another interbody. He is aware that the cage wasn't medical enough although he was happy with its placement anteriorly.